Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, received with corroded battery tube. The operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. No a33 alarms noted. The drive support disk was inspected and no anomalies noted. The insulin pump has broken belt clip slot and minor scratches on the lcd window.